Manufacturer narrative:
The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 14.5u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen failed displacement dose accuracy. Inpen failed dialing alignment. The zero tick mark dose not align in the gage window when dialed to 16u. Inpen passed front cap investigation. Perform deconstructive analysis and it was determined that the inaccuracy was confirmed due to corroded flex pcba was noted causing an intermittent electrical short. Battery investigation was performed, and battery measured 3.00 volts. No battery anomaly noted. Inpen passed front cap investigation. In conclusion: during deconstructive analysis and it was determined that the inaccuracy was confirmed due to corroded flex pcba gold contacts. Dose log/report data inaccuracy was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, dose log inaccuracy and not getting the full dose. The customer blood glucose value was 300 mg/dl and was treated with insulin pen and manual injection. The event involved product(s) mmt-8060, mmt-105nnblna. Troubleshooting was performed. Inpen application was not recording the exact doses dialed on the inpen and the application was always recording a half unit less than what customer dispensed. No further patient complications were reported. No product return is required for mmt-8060. Mmt-105nnblna was requested and customer response was the device will be returned and the customer will discontinue to use the device.